Manufacturer narrative:
(B)(4). The set was used to administer total parenteral nutrition solution. Concomitant medical products: therapy dates: (B)(6) 2014. Evaluation summary: baxter received one sample for evaluation. Visual inspection revealed a small part of the tubing had damage that appeared like the tubing was chewed. A leak test was performed and a leak was observed at the damaged portion of the tubing. The cause of the damage could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard IV solution administration set split during infusion. The set was being used with a colleague pump at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.